Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. (B)(4). Investigation summary: customer reported a leakage at the white hub of the y-site, and returned a photo of the event. He photo is helpful in locating the area where the leak happened, but not in diagnosing the reason the tubing leaked. A device history record review could not be performed because a model or lot number was not provided by the customer. Investigation conclusion: the photo does not clearly show a leak , and along with no physical sample the complaint cannot be verified. Root cause description: the physical sample was not returned for failure investigation, and the root cause cannot be determined. Rationale: this incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the as lvp 20d dehp 2ss cv leaked magnesium at the y-site during the infusion. The following information was provided by the initial reporter: "there was a leak at the second y site. The leak was in the area next to the white hub. The patient noticed that his shirt was wet at the end of the infusion. He was receiving magnesium and had to receive another dose due to the leakage."